Event description:
On (B)(6) 2011, at (B)(6) hospital, quadrox-I beq-hmod 70000-USA oxygenator (lot number 70065423) developed a minor blood to gas leak, shortly after bypass was initiated. According to the customer, the oxygenator remained in-use; however, the oxygenator continues to drip small amounts of blood from the gas outlet port. According to the customer, the function of the oxygenator does not appear to be compromised. Additionally, the customer has no intention of changing it out unless the leak increases severely or the oxygenator function diminishes. (B)(4).

Manufacturer narrative:
(B)(4). The returned sample was cleaned and disinfected prior to being analyzed in the laboratory. A leak test was performed and the testing confirmed the complaint condition. The sample was then opened and a visual evaluation was performed. The ends of the gas fibers are embedded in polyurethane. The visual evaluation determined that there was an ablation of the polyurethane of two fibers. Also, there was a leak in the polyurethane adhesion, which was caused by fiber shrinkage. (B)(4).